Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient had a head computed tomography done at the bedside and now the arctic sun device was alerting low flow (alert 02) and the patient probe was not reading temperature so they cannot restart therapy. There was 45 minutes of hypothermia left. Nurse went to grab another cable from a different as device. Mss called back and stated foley was still not reading temperature. There was a kink in the cable coming from the foley. Nurse would replace the foley. Mss asked the nurse to hold onto it for fa investigation. Nurse changed the foley and was now getting a temperature. Nurse was able to start therapy and flow rate was 3lpm.

Event description:
It was reported that patient had a head computed tomography done at the bedside and now the arctic sun device was alerting low flow (alert 02) and the patient probe was not reading temperature so they cannot restart therapy. There was 45 minutes of hypothermia left. Nurse went to grab another cable from a different as device. Mss called back and stated foley was still not reading temperature. There was a kink in the cable coming from the foley. Nurse would replace the foley. Mss asked the nurse to hold onto it for fa investigation. Nurse changed the foley and was now getting a temperature. Nurse was able to start therapy and flow rate was 3lpm.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate thermistor lumen design (wall thickness design to small)". The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.